Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot numbers, therefore, the lot expiration and device manufacture dates are unknown. Stent migration post procedure. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a biliary plastic stent was used during a stent placement procedure performed on (B)(6) 2013 for treatment of distal biliary stricture due to chronic pancreatitis. According to the complainant, on (B)(6) 2013 the stent was deployed successfully in a satisfactory position across the stricture. On (B)(6) 2014, a scheduled plastic stent removal procedure was done and they found out that the stent had a complete distal migration. No removal was required. The migration was not due to stricture resolution. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.